Event description:
The pt underwent a bone marrow transplant procedure on (B)(6) 2008. After transplantation, the subject developed chronic graft-versus-host-disease and began a course of extracorporeal photopheresis (ecp). The pt also had a history of av nodal re-entrant tachycardia (avnrt) and had previously received a single administration of verapamil in the past to convert the episode of avnrt to sinus rhythm. The pt has a heart rate of approximately 100/minute on a chronic basis. On the first day of the twentieth cycle of ecp on (B)(6) 2009 (ecp normally administered every two weeks), the pt was scheduled to receive an ecp treatment. During the third cycle, the pt underwent early photoactivation. Approximately 330 ml of fluids were in the kit (317 ml in recirculation bag, as well as a small amount in the centrifuge and the centrifuge and the plasma bag and tubing). The blood pressure was 92/54 mm hg and the heart rate was 190/minute. An electrocardiogram demonstrated avnrt. The pt received a single 40 mg dose of verapamil as well as 500 ml bolus of 0.9% saline and was transferred to the intensive care unit of the hospital for monitoring and further treatment. The healthcare practitioner and the MFR attribute the hospitalization to a recurrence of a previously existing medical condition and is not related to the photopheresis therapy.

Manufacturer narrative:
At the time that early photoactivation was attempted, a black display screen was observed. Service was later dispatched and replaced the fsc printed circuit board. A checkout procedure was performed. Repairs have returned this instrument to expected operation. The service findings were minor and were not expected to have contributed to the event. The healthcare practitioner and the MFR attribute the hospitalization to a recurrence of a previously existing medical condition and is not related to the photopheresis therapy. (B)(4).